Event description:
Essure was easily inserted 7 months post-partum. Condoms were used as back-up contraception before totally occlusion confirmation. On (B)(6) 2010, ultrasound was used to confirm placement. Heavy menstrual cycles, severe headaches, back aches, nausea, light headedness, dizziness, severe cramping where the coils are located, fatigue, some instances of fainting and bacterial infections appeared after insertion. She went to a doctor concerning the symptoms, but no particular diagnosis was provided. She went to the emergency room, but no diagnosis was provided. She was treated with pain relievers, motrin 800mg, metronidazole and clindamycin, for bacterial infection vaginosis. On (B)(6) 2013, hospitalization for removal occurred (per patient's request due to pain) via laparoscopy and hysteroscopy. A bilateral salpingectomy was performed. Pathology results included: right chronic salpingitis, hydro and hematosalpinx and possible endometriosis. Left side was normal, but there was a mild chronic inflammation. Normal placement was found and no perforation. On the left, two coils in the cavity. On the right, no coils in uterus, placed in tube and no perforation. Patient recovered from events after surgery. Physician considered endometriosis as possible alternative explantation for events.